Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding the additional revision procedures which were unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-06171, 07867, 07874 & 07875).

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012 due to infection and all components were removed and replaced with cement spacers. A re-implantation procedure was performed on (B)(6) 2012. Additional information provided indicates that revision procedures were performed on (B)(6) 2013 to remove and replace the polyethylene tibial bearings due to unknown reasons. A further revision procedure occurred on (B)(6) 2014 where all components were removed and replaced due to infection.

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2012 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2012. Patient underwent a further revision procedure on (B)(6) 2014 due to infection. All components were removed and replaced.